Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose level was unknown. Troubleshooting was performed and the customer was advised to monitor the insulin pump. The customer was sent a replacement for their battery cap.